Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two months post implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) had a faulty header. It was noted that the setscrew in the left ventricular port was faulty and would not tighten the lead into placed. The device was explanted and replaced. No patient complications have been reported as a result of this event. 30may2025 it was further reported that during the initial implant procedure the patient experienced a small effusion while attempting to access the coronary sinus with the left ventricular (lv) lead. The procedure was completed with the lv lead remaining in the patient. Two months later the lv lead was replaced with a new lead. No further patient complications have been reported as a result of this event.